Event description:
It was reported that electromagnetic interference (emi) led the implantable cardioverter defibrillator (ICD) to detect a ventricular fibrillation (vf) episode and treat it with high voltage therapy. A lead integrity alert (lia) also occurred due to the interference. The patient was crawling under their house at the time and believed that the breaker was off. The patient was to be advised to stay away from the source of the emi. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.